Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/27/2023. An investigation was conducted on 10/31/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of heavy charred material was observed between the jaws. A microscopic evaluation was conducted. The heater wire and gray silicone insulation of the hot jaw were observed to be intact with no visual defects. The insulation of the cold jaw was observed to be peeled and detached, exposing the metal jaw of the top portion of the jaw. The detached silicone was not returned for evaluation. Based on the returned condition of the device and evaluation results, the reported failure "peeled; jaw" was confirmed. The lot # 3000336708 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 wire in the jaw separated from the insulation coating. Nothing fell into the patient. A second device was used to complete the case. There was no delay or harm to the patient reported.